Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer to be failed in not responding during transactions. A field service engineer, replaced flat flex cable and restarted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer 6 main. Customer stated that drawer was failed during transaction. There were no adverse events or injuries reported based on this incident.